Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery life with damage/moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 19 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to moisture in the pump, cracked battery compartments, damaged battery caps, and stripped battery cap threads. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 19 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-73 years of age and between 120 and 205 pounds. Of the reported patients, 10 were male, 9 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 8 instances of battery life with damage/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.